Event description:
Olympus (omsc) was informed via repair request that the customer high-definition autoclavable camera head has a no image defect, ¿no image appears¿. The customer's reported problem was found during an unspecified event. No death, injury or harm was reported.

Manufacturer narrative:
The referenced device was returned to the olympus. The inspection confirmed the customer¿s reported problem was confirmed, the image disappears due to a defective circuit board. Additionally, there is air/water leakage at the cable, the cable unit has deformation/twisted and the head/scope mount has signs of bending causing restricted/heavy operation. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the loss of image was due to a circuit board failure. It's probable the printed circuit board failure occurred due to flooding, as the camera head part and cable were also replaced due to flooding. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.